Manufacturer narrative:
The field svc tech reported that the plug had signs of shorting out and melting plastic. The plug was replaced and it passed all functional tests. The unit was returned to svc.

Event description:
It was reported that while evaluating the device on a svc visit the field svc tech found that the power plug was melted. There were no flames or smoke reported with this event and there were no adverse consequences.